Manufacturer narrative:
(B)(4). The condition for a colleague infusion pump with error code 802:03 alarm was not confirmed and not duplicated during product evaluation. However, the last failure to occur before the device was sent in for service was 803:02 and it was confirmed in the event history log review. The cause of the failure code 803:02 could not be identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 802:03. This condition was found upon power up of the device, but it was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.